Event description:
Related to MFR report # 2183959-2012-00621. Related to MFR report # 2183959-2012-00622. The plaintiff's attorney alleged that the plaintiff was implanted with an ams apogee graft. It was alleged that the plaintiff experienced infection, the need for additional procedures and surgeries to remove and replace the graft and/or the need for surgery as well as serious bodily injuries, including but not limited to, mental and physical pain and suffering and permanent physical injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.